Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, patient was scheduled for a device change out but was cancelled due to infection. There were no additional adverse patient effects reported. All available info indicates that this ra lead remains in service.

Event description:
It was reported, that this right atrial (ra) lead was part of a system revision, due to infection. Reportedly, patient was scheduled for a device change out, but was cancelled, due to infection. There were no additional adverse patient effects reported. All available info indicates, that this ra lead remains in service. Additional information received indicates, that the patient was given antibiotics for a toe infection. The field representative validated, that the infection was not systemic and was unrelated to the device. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the entry in h6: patient code and patient code description.